Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that he had been experiencing high blood glucose. Customer's blood glucose was 150mg/dl, 211 mg/dl, and 244 mg/dl. During troubleshooting, found air bubbles in the reservoir. Customer was advised that the reservoir will be replaced. Customer will not be returning the reservoir for analysis.